Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer received a power source alert and the battery gauge was fluctuating. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose level was 300 mg/dl.